Event description:
The spouse of a (B)(6) male pt contacted zoll customer support to report that the monitor was displaying "?" On all four of the electrodes. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (the monitor does not recognize the electrodes) has been confirmed. Upon receipt the blue (can-l) and brown (-5v) wires were shorted inside of the trunk cable connector. The cause for the monitor's inability to detect the electrodes was the shorted wires. The root cause for the shorted wires cannot be positively determined but is likely physical abuse. No adverse event occurred due to the shorted wires. The pt was issued a replacement electrode belt.